Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery due to "plin". Intra-op, the product's tail that contacted with the tool was fractured. The doctor had to replace a new one to complete the surgery and there were no fragments stranded in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual and microscopic examination of the returned implant identified asymmetrical deformation on the top face of the implant and the adjacent tang interface surface, thread damage, and angulated cracking originating from one side of the threaded hole, consistent with bend stress overload. The rounded morphology of the fracture consistent with following the helical root of the thread tooth.